Manufacturer narrative:
Pump had unexpected pump errors during self-test and high sleep current measurement due to leaky internal battery. No cosmetic damage noted.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was unknown. The customer stated that she received 13 power error alerts. The customer stated that the notification light stopped flashing immediately. The product was returned for analysis.